Manufacturer narrative:
(B)(4). Voluntary medwatch number: mw5065951. Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) states the angio-seal should be kept away from sunlight, including uv light. The angio-seal should be stored only at temperatures between 15 degrees celsius and 25 degrees celsius.

Event description:
After a cardiac catheterization procedure, a 6f angio-seal evolution was attempted to be used for vascular closure of the right femoral artery puncture site. The 6f procedure sheath was exchanged for the angio-seal sheath. The guidewire and arteriotomy locator were removed. The head of the angio-seal insertion sheath shattered into small pieces. When the sheath was attempted to be pulled out, the sheath crumbled between the physician's fingers. Upon each attempt to regrip and pull the sheath out, the sheath crumbled. Hemostasis was achieved by manual pressure. The patient denied any complaints. A vascular surgeon was consulted, and the surgeon determined that device fragments remained in the subcutaneous tissue and further intervention to remove the fragments could cause more problems than leaving the fragments in the patient. The fragments were left in the patient. Attempts have been made to gain further information on how the product was stored at the hospital prior to use.